Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge or boot. The receiver download was unavailable. The customer's complaint of the device overheated was undetermined. A probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.